Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and "passed out". Customer addressed bg level by consuming carbohydrates and went to the emergency room (ER) due to hitting head from a fall. The customer was released same day (B)(6) 2023) from the emergency room with the issue resolved and no permanent damage, no treatment was given at the emergency room. A system check was performed, and it was found that the customer was using off label insulin fiasp within the pump supplies. Tandem technical support education the customer on insulin labeling guidelines. Recommendation was made to consult with a healthcare provider regarding diabetes management.